Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with a blood infection. Patient also exhibited endocarditis nd positive blood cultures. The entire pacemaker system was removed and a new one was implanted on the other side of the patient's body on(B)(6) 2021. Patient was stable after the procedure.